Event description:
It was reported that during an attempt to implant the implantable tachy lead the helix failed to deploy. The lead was removed, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).